Event description:
It was reported that right ventricular (rv) lead warning triggered for high and varying threshold. The lead was disconnected from the device and checked through the analyzer. Normal values were obtained. The lead was hooked back up to the device and values remained within normal limits. The physician felt that the lead was unstable due to a lead fracture likely at the superior vena cava (svc) coil and not a pin plug issue. The lead was removed and replaced. It was also reported that the implantable pulse generator (ipg) was removed and replaced due to longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45, lead, (B)(6) 2003. (B)(4).